Manufacturer narrative:
(B)(4).

Event description:
A resolute onyx drug-eluting stent was being used to treat a lesion in the mid lad. The lesion was 80-85% stenosed. The vessel was not tortuous and only minimal calcification noted. Device was removed from packaging and inspected prior to use with no issues noted. Negative prep was performed with no issues noted. The lesion was predilated with a compliant balloon. The first stent deployed without issue. It is reported that when the second stent passed into the prox lad it was noticed that the first stent has significantly reduced in size and there was longitudinal deformation. The distal marker was in the same position but the proximal marker band had moved distally. The 1st stent was post dilated with increasing size balloons (1.5mm, 2.0mm, 2.5mm). The second stent was deployed overlapping. Further post dilatation was done on both 1st and 2nd stent to higher pressure. Ivus was performed post procedure to check on stents opposition. There was no patient injury reported. Please note that this device (resolute onyx) is not marketed in the united states; however it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions